Event description:
Re: 5-fu pump failure. Secure-flow disposable silicone balloon infuser- continuous type vol: 100 ml flow: 2 ml/hr latex-free, dehp-free' manufactured by: woo young medical co., ltd. Lot# adhfq80. A 5-fu elastic 48 hour, pump-above, used to deliver a continuous infusion of 5-fu drug at 2 ml/hr, failure documented when patient came back into infusion center for pump disconnection. In 2009 1600 hour, pump started with 100 ml of drug. Two days later at 1640 hour, pump documented to have approx 70-75 ml of drug remaining. The pump should only had 5-6 ml of drug left if it was infusing at the manufacturer's specifications of 2ml/hr x 48 hours. Pump did not deliver drug as specified by manufacturer leading to the patient not completing current cycle of chemotherapy. Unknown if this affected patient outcomes. Dates of use: 48 hours. 2009. Diagnosis or reason for use: continuous 5-fu chemotherapy infusion at home.